Event description:
Have had problems with at least 6 ng, nasogastric, tubes, size 16 and 18 french. Initially, the ng tube works adequately. Then it stops draining gastric contents. The problem appears to be with the valve. When the valve is removed, the nurse is able to manually aspirate gastric contents with a bulb syringe. Suction appears to be getting to the canister, as the canister will collapse when the problem occurs. Additionally, gastric contents are draining from the pigtail even when the canister is not full. One patient may have aspirated as a result of this problem. The manufacturer has been notified and is conducting an investigation. Further follow up reveals that there was no indication of a lot number on packaging that was sent to the manufacturer. It could not be determined if any of the devices were produced from the same lot.